Event description:
It was reported that the customer had normal blood glucose levels of 76 mg/dl. The mother of the customer reported a button error alarm from the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All buttons functioned properly. No damage in the keypad assembly noted. No button error alarm noted. No unlocked keypad connector during visual inspection. The insulin pump was received with minor scratched lcd window.